Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 140 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that based on the error table displayed on the pump the pump would need to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed due to a faulty connector on the radio frequency board. The insulin pump also had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a peeling and damaged address label.